Manufacturer narrative:
The event was reported via (B)(4). The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during the deployment of a vena cava filter, the filter partially deployed. The filter deployment was able to be completed after additional manipulation of the filter; however, the filter tilted and was entangled with the deployment mechanism. Therefore, a snare device with the aid of the femoral deployment sheath were used to capture and retrieve the filter without incident. A new vena cava filter was prepped and deployed successfully. There is no reported patient injury.